Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex (device #2) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #2). An additional emdr was submitted to represent the bard/davol composix mesh (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol allomax device.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2000 or (B)(6) 2012 or (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol composix mesh (device #1) or an unspecified bard/davol ventralex (device #2) or an unspecified bard/davol allomax. Ni/ni/ni: the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the composix mesh (device #1) and the ventralex (device #2). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿